Event description:
Reporter noted: "dermatome does not take even grafts; grafts get torn and shredded." Additional info was requested by integra lifesciences. Reporter noted: "no pt harm occurred; no incident report was filled out. I'm afraid obtaining this info will be impossible."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.